Manufacturer narrative:
(B)(4). Intra-operative photo and one document with information were received and reviewed and a revised detail of the photo showed the proximal anvil part of the device loaded with a green cartridge reload, and a piece of tissue into the jaws. It is confirmed that the reload appears to be fully fired on the photo. A couple of staples in proper b formed shape can be appreciated. The anvil appears to be closed however based on the visual evidence provided in the photos, no conclusion could be drawn. Device analysis may provide the evidence necessary to determine the root cause of the reported event.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: jaws would not open, had to use a new one beside it, then cut the lung off of the stapler.

Event description:
It was reported by the customer that during a lobe resection procedure the device jammed with an unknown reload. It was unknown how the procedure was completed. There were no patient consequences reported.